Manufacturer narrative:
B5 additional information received on 24 october 2023 is documented in section b5. Three radiographic images were provided for review. The images were not labeled as to date or time. The review of the images is as followed: image 1: unsubtracted radiograph, highly cropped, over chest/heart, no contrast. A somewhat t-shaped mass of coils is seen. To the left of the coil mass, there is a guiding catheter. A list of six coils has been added to the image. Image 2: unsubtracted radiograph, less cropped than previous image, ap, over chest/heart, no contrast. There is a fairly dense coil mass in the center of the image. A guiding catheter comes obliquely across the image from the right of the image to the left of the image. A second, looser, mass of coils is being retrieved with a snare; less than one fifth of the coils are inside the guiding catheter. Image 3: unsubtracted radiograph, less cropped than previous image, lateral, over chest/heart, no contrast. Three coil masses are seen. The most superior one is being ¿grabbed¿ by a snare, but has not yet entered the guiding catheter. The event description states that coils were used to treat a cardiac av fistula. It can be assumed that the coils were placed in a coronary vessel; however, there is no specific information as to what cardiac vessel the coils are in for all three of the images to verify the migration. Given that an avf (presumably high flow) was being treated, it may be possible that the coils migrated because of the high flow and that they were not anchored enough; however, this could not be definitively confirmed with the provided information. The investigation found that the three returned implants were stretched, kinked, and deformed. The pushers were not returned for evaluation. The implants¿ monofilament showed a mushroom profile, indicating successful thermal detachment. The physical evaluation of the devices could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the devices experiencing forces over specification. The investigation was unable to definitively determine the cause of the implant coils' migration. This report addresses the third coil referenced under MFR report# 2032493-2023-00997. The second coil referenced under MFR report# 2032493-2023-00996. The first coil is referenced under MFR report# 2032493-2023-00995.

Event description:
Additional information was received that stated the coil was retrieved using a snare, and it was pushed through the catheter and removed from the patient successfully.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. This report addresses the third coil. The first coil is referenced under MFR report#2032493-2023-00995 . The second coil is referenced under MFR report#2032493-2023-00996.

Event description:
It was reported that two days post coil implantation for off-label use in a coronary fistula embolization procedure, three coils were removed due to migration. The reason the three migrated coils moved from their original location is unknown. These coils were removed from the patient successfully without any issues, and the remaining coils were left in the correct position to treat the fistula. It is unknown which 3 coils from the embolization of the fistula were removed. There was no patient harm. The patient¿s condition was reported as stable.